Manufacturer narrative:
D9 - date returned to mfg: 11/4/2024. One (1) used list# mc100, microclave¿ clear neutral connector connected to an unknown, extension tubing was returned for evaluation. As received some lipid solution residual was found. The set was tested as returned and standalone and no internal/external leaks were observed. Complaints of leak cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a microclave® clear neutral connector that reportedly leaked lipids around the threads and connection site to the tubing during direct patient use. A small bore bd intravenous (IV) line was the mating device that was involved in the event. There was no serious injury or death, was no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical or surgical intervention required. The sample was changed out/replaced with no further problems encountered.